Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose level was 162 mg/dl. The customer was treated with manual insulin. The customer stated that the symptoms related to high blood glucose such as vomiting. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was not active. Customer stated they feel ok to troubleshot. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08670 inches. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. The information that provided date of incident with the initial report was incorrect. The correct information has been included with this report. B)(4)..

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.